Event description:
The reporter stated that the trend of this screwdriver was worn out after one use. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica kiel indicate that this event would not be associated with the device but rather would be related to user technique.